Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a defective light-emitting diode unit. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the video system center had an e105 error code-lamp error. It is unknown when the issue was found and there were no reports of patient harm.

Event description:
There were no reports of delay, nor was the patient under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code e105" was caused by a failure of the light-emitting diode unit. Olympus will continue to monitor field performance for this device.